Event description:
It was reported that the pacemaker alerted due to low right ventricular intrinsic amplitude. Review of the device data demonstrated some t-wave oversensing occurred on the most recent atrial automatic threshold test. Technical services recommended further review. The pacemaker remains in service.